Event description:
It was reported a patient presented for a follow up in clinic with fatigue. Their implantable cardioverter-defibrillator had an error message stating erroneous MRI parameters detected, and that a device reset had occurred. Programming changes were made to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
The reported event of erroneous parameter error on the merlin programmer was confirmed. Based on the information provided, the root cause was unable to be determined.